Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the clips of the al236 instrument did not form/close when fired. There was no consequence to the pt.